Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display was observed to be broken and the device failed a test step during testing. The device's display and 3-way solenoid valve were replaced to address the issues.